Event description:
During the transfemoral tavr procedure, a 23mm sapien xt valve was deployed with a final 50:50 aortic/ventricular position, resulting in posterior paravalvular leak (pvl). Post dilation was performed with an additional 1.5 to 2cc volume. The pvl was improved; however, a 2+ central aortic insufficiency (cai) was created. A second sapien xt valve was prepared with 1cc additional volume added, for a total of 18cc. The second valve was positioned and deployed less than 1mm more ventricular to the first valve, with a final 50:50 a/v position, resulting in mild cai. The patient remained hemodynamically stable throughout the procedure. The patient¿s native annulus area measured 410mm2. The native valve leaflets and sinuses were noted to be calcified prior to the procedure.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, procedural factors (post dilation of the valve to lessen the pvl) caused the central leak. The cai was lessened with the deployment of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.